Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had previously received an inappropriate shock and the sensing vector was changed to secondary vector. The patient has recently received an additional inappropriate shock due to oversensing of myopotentials. The system was subsequently reprogrammed to a different sensing vector. No additional adverse events were reported.